Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion and overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: observed the deformation that was confirmed in the standard analysis, it was not assessed as a workmanship because the device was implanted. No issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported pain and change of shape of the left implant. Rupture was confirmed by CT scan. The device has been explanted and replaced.